Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that an escape basket was used during a right percutaneous nephrolithotomy procedure performed on (B)(6) 2021. He patient experienced intraop hemodynamic instability. The patient underwent staged procedure and blood transfusion.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).